Manufacturer narrative:
The cadd administration set was returned for analysis. Leak testing on the sample received were performed using hydrostat vessel to look for unusual functions. A leak was observed fleeing from the bonding between the tubing 12" and pump tube. The manufacturing process is being reviewed in order to verify that there are no situations or practices that could create the event described.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received that the cadd extension set tubing was leaking at the distal end of cassette as soon as tubing was attached to patient. No reported adverse effects.